Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the unit resulted to be positive also for mycobacterium chimaera. No laboratory report was provided.through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use. However, livanova learned that hydrogen peroxide h2o2 level is not checked daily as prescribed by the IFU. Indeed, h2o2 level is not monitored during period of non use (i.e. Week ends) while the device is stored full of water. This is not in accordance with device instruction for use and this deviation may have led/contributed to the reported contamination.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to have an high bacterial count.there is no known patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: through follow-up communication livanova retrieved the laboratory report. Analysis of provided report revealed no presence of coliform bacteria and presence of p.aeruginosa and non-tuberculus mycobacteria isolated. No m.chimaera is stated within the report.

Event description:
See initial report.